Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with contamination on the bottom of the chassis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing with calibration which passed. Investigation unable to duplicate customer's reported problem; however, the reported problem found in the pump ehl. Investigator's replace the pump upstream occlusion sensor as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarming upstream occlusion. No information on patient adverse event.